Manufacturer narrative:
Good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that patient was experiencing "terrific pain" in their back and down their hip. The patient felt that the pain was related to the device because they felt like the pain was where the ins was. The patient thought that the ins might be on their sciatic nerve and that the pain was "killing" them. Patient had attempted to see their healthcare provider (hcp), but the hcp did not have openings for the next 2-3 weeks. The patient wanted someone to check their device and stated that they had been in a car accident in 2014, but this was prior to implant and reported had pain pills since the car crash, and was glad that they had the pain medications since the pain started. Patient further reported that they were in great pain and spent 3 days in bed with a heating pad on their back. When they got up in the morning, urine poured all over them before they could get to the bathroom. They last met with a manufacturer representative and was told the battery did not feel flat. It felt it pinched and was painful to the touch. Patient stated that there had been reprogramming of the stim line and sometimes they could get a couple days of relief. Patient's had 5 appointments however hasn't gotten to see the doctor. The patient was advised that they would need to follow-up with their hcp regarding their pain and the patient was noted as gradual, but getting progressively worse. There was no change in patient's activity and they had been reprogrammed a number of times. Patient's weight at the time of the event was 250lbs. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the battery was not stopping urine releasing before they could get to the restroom. A manufacturer representative (rep) was feeling the patient's back before resetting the machine. The patient didn't know why it was that way. Nothing was done to resolve the issues except the rep reset the machine, but the problem continued.